Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable reactive results for one patient sample tested with elecsys hbsag ii on a cobas e411 rack. The sample resulted in the following hbsag values: 5.10 coi (reactive) on (B)(6) 2026, 5.05 coi (reactive) on (B)(6) 2026, and 5.04 coi (reactive) on (B)(6) 2026. A second sample was collected from the patient on (B)(6) 2026, resulting in an hbsag value of 0.507 coi (non-reactive). The customer believed the non-reactive value to be the correct value.